Manufacturer narrative:
Radiographic image assessment indicated that antero posterior x-ray -posterior fusion construct to ilium. Upper levels not visualized. The set screw on one of the ilium is out of the screw tulip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: part # 5540030; lot # 0036624c visual and optical examination revealed thread crest/flank damage; this damage appears to have initiated at or near the start of the thread and is evident around the damaged portion of the thread. Functional evaluation with sample bone screw revealed the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the bone screw and set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for scoliosis at t2-pelvis. It was reported that the set cap disassembled from the rod and screw head. The patient experienced post-operative pain. Solid fusion was achieved, as confirmed by x-ray imaging. No additional surgery or treatment was performed as a result of this event. Additional information was received that there was no revision surgery planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.